Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates oversensing resulted in inhibition. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that the ventricular lead exhibited oversensing. A chest x-ray was completed and found to be normal. The lead remained implanted. Additional information received on (B)(4) 2014, the patient presented to the clinic experiencing dizziness. The lead exhibited inhibited pacing due to oversensing. The device was reprogrammed and the patient would be monitored.